Manufacturer narrative:
The investigation for the vascular damage has been completed. According to the clinical details, during left heart cath the patient went into vfib and required several shocks. A second physician was called in to insert impella cp, so it was an emergent case. The physician did not use ultrasound guidance for impella insertion. When the repositioning unit was being placed it was noticed that the access site was bleeding and a hematoma had developed. Additionally, it was noted that the insertion angle was quite large (90 degrees). Ultimately, vascular surgery was required to manage the complication. Product was not returned and data logs are not relevant to the investigation. The root cause of the vascular damage was determined to be a use issue during the insertion procedure. Added- h6 impact code 4629.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock undergoing coronary intervention and implant of an impella cp device for mechanical circulatory support experienced complications of access site. Upon shooting the left coronary system, the patient went into ventricular fibrillation arrest and was shocked three times with cardiopulmonary resuscitation. The physician gained right groin access as quickly as possible without micro puncture or ultrasound guidance. The 14fx13cm sheath was then placed and impella cp was inserted in normal fashion. Completely removing the peel away from the body, then pressure was held, then the sheath was broken and peeled away from the impella cp catheter. The repositioning sheath as then placed at this time, the physician noted, it was evident that the stick angle was high (approximately 90 degrees). A hematoma quickly developed with possible retroperitoneal bleed which was eventually managed by blood transfusion (4 units) and removal and closure of the artery surgically in the operating room. A new impella cp was then placed in the left groin and successfully implanted, as the patient still required mechanical circulatory support.